Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife reported the customer received a message 'lo' (reading less than 40 mg/dl) on the adc freestyle libre sensor beginning the afternoon of (B)(6) 2018. On (B)(6) 2018, beginning at 8:00 p.m., customer experienced symptoms described as "confusion of the senses, nausea, intense fatigue, heavy legs, sudden vomiting", and was unable to self-treat. Customer went to the emergency room at 8:52 p.m. And was diagnosed with diabetic ketoacidosis (dka) and administered 18 units of insulin via injection. Customer was stabilized and discharged from the hospital around 2:00 a.m. On (B)(6) 2018. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
(Device mfg date) has been updated. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor plug was properly seated in mount. Removed the sensor plug and inspected plug assembly. No issues observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer's wife reported the customer received a message 'lo' (reading less than 40 mg/dl) on the adc freestyle libre sensor beginning the afternoon of (B)(6) 2018. On (B)(6) 2018, beginning at 8:00 p.m., customer experienced symptoms described as "confusion of the senses, nausea, intense fatigue, heavy legs, sudden vomiting", and was unable to self-treat. Customer went to the emergency room at 8:52 p.m. And was diagnosed with diabetic ketoacidosis (dka) and administered 18 units of insulin via injection. Customer was stabilized and discharged from the hospital around 2:00 a.m. On (B)(6) 18. There was no report of death or permanent injury associated with this event.